Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that the lead impedance was found to have been normal at multiple office visits with the patient's neurologist. Furthermore, it was determined that the initially reported high impedance resulted from a tablet with m3000 v1.5 software. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator replacement surgery. It was reported that the generator was replaced prophylactically due to the tachycardia detection features of the newer model generator. Device return is not expected as the explanting facility discards explanted devices. No additional or relevant information has been received to date.

Event description:
Initial report was that a patient was found to have high impedance on systems diagnostics that was discovered upon device being turned off for an MRI. The impedance results were 6,000 to 9,000 ohms the patient was referred to surgery for evaluation. Additional relevant information has not been received to-date. No known surgery has occurred to-date.